Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The viscosurgical device is not an implantable device. If explanted; give date: n/a (not applicable). The viscosurgical device is not an implantable device; therefore, not explanted (B)(6). Device evaluation by MFR: the viscosurgical device is not returning for evaluation as it is not available anymore; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, a black string was found during the intracameral injection of the ophthalmic viscosurgical device (ovd), model healon duet pro, in the patient's eye. No patient injury was reported, no extra medication given. No additional information provided.